Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An image was received from the field, which appeared to show the deformation but cannot be confirmed. However, it could not be confirmed during the returned device analysis. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14mm amplatzer septal occluder was selected for implant on (B)(6)2024 using a 10f amplatzer trevisio intravascular delivery system. During implant the left atrial disc of the device took on a bulging shape in the left atrium. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 14mm amplatzer septal occluder. There was some interaction with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status was stable.